Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice during use during initial drain. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient stated the patient line was full of air. The tsr advised the patient they should always check the patient line before connecting. The tsr assisted the patient with ending therapy and advised the patient to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on the (B)(4) 2011 regarding the reported check patient line alarm. The patient stated they were able to continue therapy after starting over with new supplies. Baxter product surveillance asked the patient if they noticed anything unusual with the supplies that might have caused air to get into the line, the patient stated that it was something they did incorrectly during the set up sequence, but they could not remember exactly what they did. The patient could not remember if they told their nurse about this alarm, but they had just talked to their nurse that day and had been continuing therapy on the cycler successfully since the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm in which air was observed was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. The label review found the labeling adequate for the potential use error in this complaint. Baxter will continue to monitor similar reports to determine if further actions are required.